Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
T was reported that during preparation of the 5x200 mm armada 35 percutaneous transluminal angioplasty (pta) catheter, the balloon was noted to have a pinhole and a small kink in the balloon. The device was not used and there was no patient involvement. A new, same size armada was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak was confirmed as a balloon rupture was noted and the device would not hold pressure. Additionally, it is likely that the noted scratch in the balloon on the returned device is what the account perceived as the reported kink. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined a potential product quality issue based on the evaluation of the returned device. During scanning electron microscopy (sem) analysis the balloon exhibited a rupture with a radial to longitudinal transition. Smearing, tearing and damage were documented at the rupture edges. The area of the reported pinhole revealed damage and tearing intersecting a balloon fold. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
T was reported that during preparation of the 5x200 mm armada 35 percutaneous transluminal angioplasty (pta) catheter, the balloon was noted to have a pinhole and a small kink in the balloon. The device was not used and there was no patient involvement. A new, same size armada was used to complete the procedure. There was no clinically significant delay in the procedure. Subsequent to the initially filed report it was stated that the balloon was attempted to be inflated after removing from the hoop on the back table a few atmospheres. No additional information was provided.